Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: connec f/insertion handle f/pfna (p/n: 03.010.424, lot #: 8328760) was returned and received at us cq. Upon visual inspection, the tip of the device was observed to be broken and the broken device was not returned. Additionally, the device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional analysis could not be performed due to the post-manufacturing damage. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the device contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.424; lot: 8328760; manufacturing site: bettlach; release to warehouse date: 28.may.2013. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the insertion of an frna, the thread of the connector was broke. Procedure was completed successfully with surgical delay of ten(10) minutes. Concomitant device reported: unk - nail: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) connec f/insertion handle f/pfna. This is report 1 of 1 for complaint (B)(4).